Event description:
An aneurx bifurcated stent graft and it' components were implanted into a patient for the endocascular treatment of an abdominal aortic aeurysm. It was reported post stent graft implantation a request for a talent aortic cuff under ide (go20050) was requested. The physician requested information, due to a type I endoleak, the cause of type I endoleak is unk. Per medtronic talent aortic cuff approved protocal, medtronic sent the site the documentation required for each request to complete for approval for the talent aortic cuff trial. However, the requester did not return the rquire documentation yet; therefore no talent aortic cuff trial device was sent. There was no further information provided to medtronic about the request for the device or the details of the patient relating to the aeurx device.